Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle precisionglide 16x1-1/2in package was damaged. This occurred on 4 occasions. The following information was provided by the initial reporter: micro hole in the paper part (total of 04 units).

Event description:
It was reported that needle precisionglide 16x1-1/2in package was damaged. This occurred on 4 occasions. The following information was provided by the initial reporter: micro hole in the paper part (total of 04 units).

Manufacturer narrative:
H6: investigation summary: photos received for investigation, through the photos sent by the customer it was possible to observe the incident of damaged packaging. To complement the investigation, retention samples were analyzed and a sample was found that had the same characteristics as the reported incident. During the investigation it was concluded that the incident occurred due to a screw in the transfer station from the blister to the carton. The incident is being analyzed and will be discussed through situation analysis. Batch history analysis (DHR), maintenance records and quality notifications were checked and no records potentially related to the incident were observed. H3 other text : see h10.